Event description:
(B)(4). I was implanted with a medical device called essure on (B)(6) 2010. The medical device is now manufactured by bayer, formally by conceptus inc. The device has a 3 year shelf life; however, I don't have an expiration date. The onset of my complications started(B)(6) 2014. My side effect where right side pelvic pain due to a broken end marker of the coil. Due to the broken coil and the pain that I was in, I had to have a total hysterectomy leaving my ovaries on (B)(6) 2014 to remove the essure device. The device is in my possession.

Event description:
#Medwatcher #followup1 #fdamw5038715 #(B)(4) because of the pet fibers in essure my right ovary is now attached to tissue once again causing pelvic pain. This will result in me having a 3rd surgery (B)(6), 2015